Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was giving inaccurate low readings. This complaint is being classified according to the documentation of the customer care advocate and the recorded call this medical affairs specialist listened to in 2008. On the morning of original date, the patient reportedly obtained a reading of "177 mg/dl" on the lfs meter and took his usual insulin (unknown type and dose). The patient went across the street to purchase a bagel and reportedly passed out on his way back. The patient indicated that from the time he obtained his lfs meter reading to the time he passed out was about 15-20 minutes. The patient strained his ankle after he passed out. It is not clear how long the patient took to regain consciousness. He tested his blood glucose again after regaining consciousness and reportedly obtained a reading of 167 mg/dl on the lfs meter. It is not clear if the paramedics took the patient to the hospital or if he drove himself to the hospital. Upon arrival at urgent care, 10 minutes after obtaining a "167 mg/dl" on the lfs meter, the patient tested at "295 mg/dl" on the hospital meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. It would have been helpful to know the patient's diabetes medication regimen, if the patient was admitted into the hospital, and what his hospital treatment and diagnosis was on the same day. It would also be helpful to know if the patient's diabetes medication regimen was changed after the hospital stay. The customer care advocate could not troubleshoot the reported issue because the patient hung up and refused to provide anymore information. The patient's blood glucose reading on the day he reportedly passed out allegedly showed readings from 167 mg/dl to 177 mg/dl" on the lfs meter and "295 mg/dl" on the hospital meter. Lfs cannot rule out that the lfs product may have caused or contributed to the patient's symptom (passed out), which may be associated with hyperglycemia or severe hypoglycemia. This complaint is being reported because the patient claimed he passed out after he allegedly took insulin based on the lfs meter readings, after the reported issue.